Event description:
The international customer reported the ventilator went vent inop due to an inhalation autozero failure. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer replaced the 3 station solenoid and reported the device is working satisfactory post-service.

Manufacturer narrative:
(B)(4): serviced by customer.